Event description:
The customer reported that she was hospitalized, due to a bg of greater than 400mg/dl. In the emergency room, a saline IV was administered to flush out large ketones. Upon reviewing her history, it was discovered that she had not administered a bolus for dinner the day of the hospitalization - she was advised to be more aware of her meal boluses. The pod was thrown away, and a will not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.